Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to troubleshoot and thought that the pump was the cause of the occlusions. The customer reverted to using insulin injections to manage diabetes.